Event description:
Caller states that the device read 700mg/dl. Device numeric reading range is 10mg/dl to 600mg/dl. No action was taken based on this result. No adverse event reported. Requested return of suspect device and replacement was sent.